Event description:
(B)(4). This device case, which does not involve an adverse event, reported by another company via a sales representative, who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2012, the humapen memoir was returned to the company with a complaint of missing segments in the date/time display. On (B)(6) 2013, during an investigation of the device, the humapen memoir was found to have missing segments in the dose display. The humapen memoir was associated with product complaint (B)(4)/ lot 1003c02. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(6) 2012. Update (B)(6) 2013: additional information received on (B)(6) 2013 from the global product complaint database added the device specific safety summary and date of manufacturer for the humapen memoir; updated the EU/ca fields and the medwatch information; and updated the narrative.

Manufacturer narrative:
(B)(4). No further follow up is planned. Evaluation summary a humapen memoir device was received for investigation with no complaint description. Investigation of the returned device (batch 1003c02, manufactured march 2010) found missing segments in the ten's dose digits of the display when the temperature was elevated above room temperature and determined the root cause was a deficient bond between the interconnecting lcd cable and the lcd glass. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A corrective action was implemented in (B)(6) 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action was implemented in (B)(6) 2012 beginning with batch 1109c01 to enhance controls of the cable bonding process to the lcd unit and to replace the existing memoir lcd cable to improve the lcd cable robustness. Improper use and storage - there is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(6) . This device case, which does not involve an adverse event, reported by another company via a sales representative, who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2012, the humapen memoir was returned to the company with a complaint of missing segments in the date/time display. On (B)(6) 2013, during an investigation of the device, the humapen memoir was found to have missing segments in the dose display. The humapen memoir was associated with product complaint (B)(4)/ lot 1003c02. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(4) 2012.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.